Event description:
It was reported that the patient presented at the hospital because their alarm went off every four hours for two days. The lead had high impedance and there was noise noted. It was further reported that upon opening the pocket, the lead issue was found to be related to loose connection. The lead was properly connected back to the device and both device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.